Event description:
During the procedure the premembrane pressure increased to 700 mmhg at the roller pump speed of 3l/min. The oxygenator was changed out. No pt injury or further complications occurred as a result of this incident. No pt info or further details are available.